Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported system error 345, due to a system error 105. System error 345 was confirmed through a review of the event history log; however, component causality could not be determined. No additional investigation was required.

Event description:
It was reported that a spectrum pump displayed system error 345 in the intensive care unit. Any patient involvement, injury or medical intervention is unknown.